Event description:
The customer stated that he was hospitalized for high blood glucose levels, with a blood glucose reading of 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer did mention that he might have scar tissue and sometimes has bent cannulas. Advised to speak with his healthcare professional about using different insertion sites to avoid scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.